Event description:
It was reported that vessel dissection occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion was predilated using a 2.50 x 12 mm semi-compliant balloon. A 2.50 x 32 mm synergy ii drug-eluting stent was advanced with resistance for treatment. However, after deploying and post dilating the stent, a proximal edge dissection was observed in fluoroscopy and covered using another smaller synergy stent. Stent damage was also noted. The procedure was completed with no further patient complications.